Manufacturer narrative:
.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014, at 7am. At an unspecified date/time the patient reportedly obtained blood glucose readings of ¿128mg/dl¿ with the subject meter and ¿104mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly does not manage her diabetes with oral medication or insulin and the patient did not develop any symptoms after the reported issue occurred. According to the csr¿s documentation, at the same time after the alleged issue occurred the patient reportedly received an unclear type of treatment from a health care professional (hcp) and was hospitalized for an unspecified reason. It would have been helpful to know the following: the patient¿s testing frequency and normal blood glucose range; if the patient was already admitted to hospital prior to the start of the alleged issue; the patient¿s reason for going to the hospital and for hospitalization; what was patient¿s blood glucose reading (with the subject meter) prior to going to the hospital; if in fact the patient was symptomatic prior to/at the time of the product issue; the type of treatment the patient received during her time in the hospital; what the patient¿s medical diagnosis was; and when the patient was released from the hospital. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Although, it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly was hospitalized while using the product.